Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, baxter cannot determine the root cause. The lot number is available; a batch review will be performed. A follow-up report will be submitted upon completion of the batch review, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report for a check patient line alarm was not confirmed due to unavailable sample, therefore, the root cause could not be determined. The results of a batch review revealed no problems during the manufacturing process and no deviations from standard procedure. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center and reported receiving check patient line alarm on the homechoice (hc) machine during the initial drain. The technical service representative (tsr) assisted the home patient's (hp) caregiver (cg) to close and open the transfer set, move patient line clamp up or down, pull up on all the tubing, and inspect the patient line for kinks and occlusions. The cg states there is air in the patient line. The tsr informed the cg to end the therapy and start over with new supplies. Product surveillance contacted the patient on (B)(6) 2011. The hp said it was all new to her so she wasn't sure what might have happened or if she had done something wrong. The hp said she did not see anything unusual with the supplies. The hp said she notified her nurse. The hp said she resumed therapy after that with her nurse's assistance. No patient injury or medical intervention was reported.